Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00160.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using ruby coils and pod packing coils (pod pcs). During the procedure, it was reported that a ruby coil would not take shape in the target vessel and would run down the visceral vessel. Therefore, the ruby coil was removed. Next, a pod pc pusher wire became bent upon removal from its packaging hoop. Therefore, the pod pc was not used in the procedure. It was also reported that another pod pc was unable to fit in the coil pack; therefore, the pod pc was removed from the patient. While attempting to advance another pod pc into the target location, the coil detached outside of the microcatheter (unknown). Therefore, the microcatheter and the pod pc were removed together from the patient and the pod pc was retrieved. The procedure was completed using additional ruby coils. There was no report of an adverse effect to the patient.